Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device showed error or alarm for flow. Per review of wo on 12jan2023, there was no patient involvement. Per follow up information received via email on 12jan2023, customer stated that it just said "flow". Per sample evaluation results received on (B)(6) 2023, it was report that the root cause of the reported issue was due to a weak circulation pump. The root cause of the reported issue was due to a weak circulation pump. It was stated that during testing, it was confirmed that the unit did not have appropriate flow. It was stated that the mixing pump was found weak. It was noted that the mixing pump was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak mixing pump. The device was evaluated upon receipt. It was confirmed that the mixing pump was found weak. Mixing pump was replaced during the pm. After replacement device passed all final test procedures. Quick check, calibration, mtk/stk was performed. Mentioned issue was solved that way, device goes back to normal use. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labeling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device showed error or alarm for flow. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on 12jan2023, customer stated that it just said "flow". Per sample evaluation results received on (B)(6) 2023, it was report that the root cause of the reported issue was due to a weak circulation pump. The root cause of the reported issue was due to a weak circulation pump. It was stated that during testing, it was confirmed that the unit did not have appropriate flow. It was stated that the mixing pump was found weak. It was noted that the mixing pump was replaced.